Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient had been hospitalized with low blood glucose levels. The patient's blood glucose levels dropped to 75 mg/dl while wearing the pod. The patient reports entering 20 grams of carbs into the bolus calculator and was suggested to be given 10 units of insulin. The patient reports they had lost consciousness. Once at the hospital the patient was treated with long acting insulin and their diet was modified. The patient was discharged from the hospital after 5 days.